Event description:
Rptr indicated that pt has not been able to hear since vns implant. The pt has a hearing aid in their right ear since before vns implant. The pt no longer listens to music, sings or talks. Neurologist has referred the pt to an ent for evaluation. It is not known whether the pt stopped hearing immediately after implant surgery or after stimulation was initiated. Further follow-up revealed that treating neurologist does not believe that the pt's loss of hearing is related to the vns. Neurologist indicated that possible causes of the pt's hearing loss were usher's syndrome or post anoxic encephalopathy.